Event description:
It was reported that the user noted persistent elevated blood glucose around 231¿235 mg/dl after a recent supply change while using the ilet system; insulin delivery was confirmed via system reporting, and the user elected to monitor rather than replace supplies, with guidance to change supplies if glucose rose without reason. Symptoms included hyperglycemia without reported associated complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial